Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this patient has had a history of receiving appropriate shocks from their subcutaneous implantable cardioverter defibrillator (s-ICD). Recently, the patient had been presented to the hospital after receiving two further shocks. The patient had experienced dizziness and light-headedness but these symptoms did not correlate to an episode. Upon interrogation of the device, data showed an episode in which the patient was shocked for ventricular tachycardia (vt) that eventually accelerated into a fine ventricular fibrillation (vf) that the s-ICD undersensed. The rhythm eventually went back to being vt that was shocked back into sinus rhythm appropriately. The patient was put into an electrophysiology study where they failed to induce vt. The physician elected to explant the s-ICD system and replace it with a transvenous system. No adverse patient effects were reported.

Manufacturer narrative:
Despite attempts, this s-ICD was never returned back from the field for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.